Event description:
Approximately 2 month(s) and 29 day(s) post-operative of a left taa, it was reported via clinical study that the patient experienced infection. Sometime during the initial 3 month post-op period, patient developed an infection in his ankle. The vantage implant was removed by an outside surgeon at the (B)(6) (closer to patient's home) in 2019. The patient underwent revision surgery, and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
Concomitant device(s): 350-01-04 - talar implant sz 4 lt, 4600477. 350-10-04 - ankle sz 4 locking clip, 5729475. 350-11-04 - tibial plate fb sz 4 lt, 5731863. 350-21-14 - tibial insert fb sz 4 lt 7mm, 4536753. 351-91-03 - recip sawblade 8x50x1mm, 289020.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.